Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure an alleged break occurred at the bifurcate of the pta balloon catheter upon inflation to approximately 20atm. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Conclusion: the device and three electronic photos were returned for evaluation. The bifurcate was examined under microscopic magnification and no cracks or breaks could be identified. Therefore, the investigation is unconfirmed for the reported break. The definitive root cause for the reported break could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. Photo review: three electronic photos were reviewed. The first photo shows the entire device laying on brown paper towels. The device is connected to a stopcock, and the balloon is deflated. The second photo shows a closer view of the bifurcate, showing both the inflation and guidewire lumens entering the bifurcate, and the combined outer catheter exiting. No cracks or breaks could be identified within the bifurcate. The third photo shows the inflation and guidewire hubs, and portions of the lumens extending from the hubs. No breaks or defects could be identified on any of the components visible in the photo. Based on the photo review, the reported break could not be confirmed. Labeling review: the current IFU (instructions for use) states: warnings: if resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Use of the dorado pta dilatation catheter: advance the catheter through the introducer sheath and over the wire to the site of inflation. If the stenosis cannot be crossed with the desired dilatation catheter, use a smaller diameter catheter to pre-dilate the lesion to facilitate passage of a more appropriately sized dilatation catheter. Position the balloon relative to the lesion to be dilated, ensure the guidewire is in place and inflate the balloon to the appropriate pressure.

Event description:
It was reported that during an angioplasty procedure an alleged break occurred at the bifurcate of the pta balloon catheter upon inflation to approximately 20atm. There was no reported patient injury.